Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A getinge representative met with the biomedical engineer department from allegheny general hospital who looked into the issue and found out that the iabp was fine. The issue was determined to be that the nurses had their ¼¿ cables connected backwards which lead to the issue they were seeing. They have closed the complaint internally and everything is working fine. Iabp is in clinical use.

Event description:
It was reported that during use in a patient a fiber optic issue occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.